Event description:
It was reported that on (B)(6) 2010, the patient underwent a promus stenting procedure in the mid right coronary artery with one promus 2.5 x 15 mm stent and in the proximal right coronary artery with one promus 3.0 x 23 mm stent, in which both were inflated to 20 atmospheres. On (B)(6) 2011, silent ischemia was diagnosed though a routine coronary angiography which showed a 75% stenosis in the proximal right coronary artery. There was no reported treatment or revascularization performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: promus 2.5 x 15 mm. Other: aspirin, clopidogrel. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. It was reported that the promus stent was deployed at 20 atmospheres, which is above the rated burst pressure. It should be noted that the promus instructions for use (IFU) warns: balloon pressures should be monitored during inflation. Do not exceed rated burst pressure as indicated on product label. Use of pressures higher than specified on product label may result in a ruptured balloon with possible intimal damage and dissection. The improper use does not appear to have directly caused or contributed to the reported patient effects that occurred post-procedure. There was no reported product deficiency and the product was not returned. The reported patient effects of ischemia and restenosis, as listed in the IFU, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.